Event description:
Asr revision. Asr xl - right. Reason(s) for revision: infection (tested and positive culture confirmed).

Manufacturer narrative:
Depuy still considers the investigation closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision.asr xl - right.reason(s) for revision: infection (tested and positive culture confirmed).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The reason for revision was stated as infection. The investigation found that no product was returned. The primary surgery date was (B)(6) 2008 and the revision surgery date (B)(6) 2011. The implants were implanted for 3 year and 5 months. Due to the length of implantation time it is not considered that the implants were responsible for the infection. A review of the manufacturing records for product no. 999805158 lot no. 2587191 found no anomalies. A review of the manufacturing records for product no. 999890151 lot no 2593265 found (B)(4) manufacturing deviations, number (B)(4) at operation number (B)(4) turn complete, raised to add a pre-drilling operation and number (B)(4) at operation number (B)(4) box & label, raised to allow the use of existing packaging prior to transfer to new specification. This was confirmed that the deviations should have had no effect on the reported incident. The irradiation cert shows the dose to be within allowable limits and no other anomalies were found. Product no. 3l92514 lot no.1998641 and product no. 999800105 lot no. 2652672 have been identified as products non-contributing to the complaint and therefore no review has been done of their manufacturing records. The complaint shall be closed as undetermined; no product problem identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.